Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep indicating that by "adjustment of the electrode", they meant that the electrode(s) with no impedance abnormality was used, but the stimulation was not delivered. On (B)(6) 2019, the procedure will be performed to specify where the anomaly is by checking the lead, extension, and ins. No further complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 748225, serial#: (B)(4), product type: extension. Product ID: 3487a-33, lot#: j0519463v, product type: lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported only the check operation was performed and the system was not explanted. In addition, no explant in the future was scheduled according to the patient's request.

Manufacturer narrative:
Concomitant medical products: product ID 748225, serial# (B)(4), product type extension, product ID 3487a-33, lot# j0519463v, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating a check operation was performed and the fractured lead was confirmed. The ins was to be removed and the patient will be discharged from the hospital after the wound is stable. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# unknown, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: 748251, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient visited the hospital with a complaint that stimulation ceased suddenly. As a result of the above checking, high impedance of 4000 ohms or more was observed at the time of impedance check at low voltage, and normal impedance was observed at the measurement with a stimulus intensity of 5v or more. Although the stimulus intensity was raised with the electrode used by the patient, no restoration of stimulation was seen, and the stimulation still stopped at the reported point. There was an "adjustment of electrode". Because remaining battery of the implantable neurostimulator was indicated as ok, fracture of extension or lead was suspected due to time-related deterioration, and it was under investigation. No surgical intervention occurred but it was planned. It had not been scheduled at the time of the report. It was planned to check if the extension and the lead were fractured by taking them out of the body once in the future. The issue was not resolved at the time of the report. The patient was alive without injury at the time of the report.